Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 multiple cubies were failed and displayed a ¿read, write, or invalid cubie memory¿ failure. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed in drawer 3.1. A field service engineer verified repetitive read and write errors in drawer 3.1 and checked all drawer connections. Fse verified no foil, or debris was present, noted the main controller board remained the original and replaced it as a precaution. The fse inspected the retractor band and found no issues and noted the drawer module board was replaced once before. The fse verified station functionality with help from the customer. General cleaning and inspection done on unit. Fse verified cable, integrity, and that all cables were tight to the back of the main station. The system functioned as intended after the field service engineer repaired the device.